Event description:
It was reported that the syringe 10ml ll 21ga 1-1/4in mx bun was found damaged. The following information was provided by the initial reporter, translated from spanish to english: "damaged product (bent)."

Manufacturer narrative:
H.6. Investigation: the syringes shown in the photograph show damage to the assembled needle of the syringe, defect generated during the closure of the collective box or secondary packaging. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the syringe 10ml ll 21ga 1-1/4in mx bun was found damaged. The following information was provided by the initial reporter, translated from (B)(6) to english: "damaged product (bent)."